Manufacturer narrative:
Concomitant medical products: dtma1qq crtd; 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead.  Reprogramming was done and the lead remains in use.  No further patient complications have been reported as a result of this event.